Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to lock reservoir in place due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer's blood glucose level was 11.9 mmol/ll. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.